Event description:
One device reported as having a false positive result. Complainant performed additional antigen self test with a negative result

Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided due to the packaging being discarded. Additional investigation cannot be completed as the device was not returned. Lucira health will continue to monitor trends related to false positive results. A root cause cannot be determined at this time, as investigation cannot be completed.

Event description:
One device reported as having a false positive result. Complainant performed additional antigen self test with a negative result.

Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided due to the packaging being discarded. Additional investigation cannot be completed as the device was not returned. Lucira health will continue to monitor trends related to false positive results. A root cause cannot be determined at this time, as investigation cannot be completed.

Event description:
One device reported as having a false positive result. Complainant performed additional antigen self test with a negative result.